Event description:
Gambro received a report of a concentrate line disconnection from the white male acid concentrate connector that was inserted into the lower front panel of the phoenix machine. Hot water was sprayed onto the legs of the facility's nurse while the device was undergoing heat disinfection. The nurse was diagnosed with a third-degree burn on the back of the nurse's right knee and two second-degree burns behind her left knee. There was no pt involvement.